Event description:
Healthcare professional is returning the device for analysis because of pt's death during the implant procedure. The report revealed pt was being treated for acute endocarditis, cardiac and renal insufficiency. Following replacement of both the aortic and mitral valves, a difference in cardiac rhythm & arterial systoles with noticed. The disc in the aortic valve was in the closed position, and opened only with difficulty. The aortic valve was then reoriented and still displayed intermittent opening. The 21mm aortic valve was then removed and replaced with another med hall (20mm) valve. The pt then experienced problems, could not be taken off pump and expired.